Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Unable to confirm customer complaint ¿the air alarm was going off¿. Unable to initiate the air in line alarm. Ran full air detection alarm (ada), accuracy, and product verification (pvt) testing. Noted lifting upstream occlusion (uso) and downstream occlusion (dso) sensor seals during visual inspection. Replaced dso seal and uso seal. Installed newest software. Unit passed post repair pvt. Unit functions as designed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that about two hours into the infusion, the air alarm went off. There was patient involvement, and no patient harm/adverse event reported. The patient had no pre-existing conditions, and she did not receive a medical treatment. The outcome of the event was they sent a new pump and tubing.